Manufacturer narrative:
A review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Parent reported their child experienced an allergic reaction after the patient inserted contact lens into their right eye. Patient experienced burning, swelling, and hives on face and neck. Lens was removed and the eye was flushed with pur eye drops. Patient then took aerious allergy medicine and recovered.

Manufacturer narrative:
Based on all information, at this time no causal factors can be determined and no conclusion can be drawn.